Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad stopped charging the pump despite troubleshooting with an alternate power plug and reorienting the pump, and the user also reported a lost belt clip. Symptoms included no adverse health effects and blood glucose was not impacted. Outcomes included shipment of replacement components, including a charger and belt clip, and completion of troubleshooting and user education. Investigation included remote troubleshooting and assessment of user technique and accessories. Investigation of this case revealed a charging malfunction consistent with a charger or accessory issue, with no pump performance impact. It was concluded, based on previously established findings for similar reports, that the cause was likely a faulty or unavailable charger accessory rather than a device malfunction.